Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The adjustment nut disassembled from the snap ring on the strut body. The adjustment nut was very worn. Over torquing the nut could lead to disassembly. The entire proximal u-joint was not returned. The device was manufactured in 2018 and exhibits signs of extensive wear/usage. A review of complaint history did not reveal an additional complaint for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
The strut came apart while on the patient.